Manufacturer narrative:
The investigation into the purge leak - pump has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the purge leak - pump was most likely a broken sidearm reservoir-to-filter joint due to improper handling of the impella. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the broken purge sidearm was broken. It was noted that the staff broke the purge sidearm in half during insertion. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.